Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if automated peritoneal dialysis therapy was ongoing up until or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Sample analysis found no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.